Event description:
The reporter stated that they did back to back blood glucose tests, within 10 minutes. Their results were 152, 83 and 132 mg/dl. Reporter did not have any symptoms. A control solution test was not done due to lack of supplies. The reporter stated that they had never cleaned their meter. On followup, the reporter verified the reported tests, and stated that they did a control test with new solution, with results in range, 119 (92-137). The lifescan representative reviewed test techniques and meter cleaning procedures with the reporter. No harm was alleged.